Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that after predilatation was performed in the heavily calcified, right superficial femoral artery, the absolute pro stent delivery system (sds) was advanced via a contralateral approach and positioned at the lesion without resistance. After unlocking the safety lock, the thumbwheel was rotated to the end position, but the stent did not deploy. An attempt was made to retrieve the undeployed sds back into the sheath, however, resistance was met and excessive force was used to pull the sds back. The proximal end of the stent partially deployed in the external iliac artery. The sds and partially deployed stent were surgically removed. The patient's pre-existing critical limb ischemia improved. After removal, device inspection revealed that the retractable sheath was completely torn and the distal part of the retractable sheath was partially stripped to the opposite direction. Though requested no additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Analysis of the returned product noted blood on the handle, stent implant, the shaft and in the shaft. This is consistent with the reported information that the device was inserted into the patient anatomy. The handle of the absolute pro self expanding stent system (sess) was in the unlocked position and opened to reveal that the rack was retracted and in the proximal end of the handle, consistent with the reported information that attempts were made to deploy the stent analysis noted chatter marks along the length of the distal outer sheath, likely from the procedural attempts to cross contralateral to the target lesion as this damage was not noted during the inspection prior to use. Evaluation summary: failure to deploy can be a result of, but is not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). Analysis of the returned product did not note any anomalies or issues with the handle components. However, it was reported that the distal outer sheath was completely torn. Analysis confirmed the damage and noted that the sheath was torn and separated distal to the proximal end of the sheath and moved distally such that it was covering the tip of the sess. The fracture faces were noted to be jagged which suggests material overload (stress/fatigue). The inner member was noted to be stretched distal to the proximal marker. In this case, it is possible that during the procedural attempts to place the device in the target lesion, the distal outer sheath may have caught on the lesion calcification such that the sheath tore. As attempts were made to deploy the stent, the thumbwheel advanced, the rack retracted but the stent did not deploy because the distal out sheath was torn. As further handling and force was applied, the distal outer sheath moved distally and separated and the inner member became stretched. As a result the stent became exposed and expanded, partially deploying the stent. Analysis noted that the stent was partially expanded and exposed from the distal outer sheath and the remainder of the stent was secured under the sheath. Analysis noted that stent implant was stationary but moved distally on the stretched inner shaft. The proximal end of the stent implant was exposed and mangled with one stent strut fractured. This damage was not noted during the inspection prior to use and is likely from the procedural attempts to remove the device. It was also noted that the strain relief tubing was not secured in the distal end of the handle, likely from handling during the attempts to remove the device. Reportedly, the device was difficult to remove and force was applied in an attempt to remove the device against resistance. The absolute pro IFU warns, "should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components." A non-abbott introducer sheath was returned on the shaft of the sess with kinks. The sheath could not be removed due to the noted mangled stent. In this case, it is likely that the partially expanded stent likely contributed to the reported difficult to remove such that resistance was noted. It is likely that as further force was applied, the strain relief tubing became detached from the handle, stent implant became damaged (mangled and fractured) and the inner shaft (stent holder) became stretched as noted during analysis of the returned product. In this case, the patient was taken to surgery to remove the sess and partially deployed stent. The reported complaint appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. All self expanding stent systems are 100% visually inspected for damage during manufacture. In addition, a sampling of units is destructively tested to ensure proper stent deployment. Review of the finished device lot history record revealed no non-conforming material records.